Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h11 visual examination of the returned product was unable to confirm lot as etching is provided on the part. Hex shows nicks and gouges from use. "Z" etch is present. Taper below head, head underside, and threads show witness marks from insertion. Screw is confirmed fractured around the head outside diameter and remains attached to the screw. A raised lip is formed around the diameter of the head. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during implantation of the screw, it cracked. The surgeon used another product to complete the surgery. There was a 5-10 minute delay in surgery, and no impact to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.